Event description:
Healthcare professional reported "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, a crease fold and deformation. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.